Manufacturer narrative:
The reported complaint of the icy catheter (lot #157261) was leaking at the blue proximal lumen was confirmed during functional testing. The probable root cause of the leak could be due to a latent material defect. Visual examination of the returned catheter was performed and found no physical damage. Functional testing of the returned catheter was performed. All lumens were flushed without resistance. However, a leak was observed at distal end of proximal luer port (blue proximal luered tubing) during flushing, thus confirming the reported complaint. Pressure leak test: the catheter was connected to a pressurized inflation device for one minute, the balloons were fully inflated when pressurized up to 100 psi without any issues. No leak was found on the balloons. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Therefore, it is unlikely that the catheter was defective when shipped. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for icy catheter with lot number 157261.

Manufacturer narrative:
Zoll has received the catheter however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Event description:
During ivtm therapy, customer reported that the icy catheter (lot #157261) was leaking at the blue proximal lumen. The icy catheter was replaced to continue with treatment. Per reporter, the insertion was smooth at the patient's right femoral vein. There was no thermogard ivtm system alarm reported. No consequences or impact to patient.